Event description:
It was reported that the ilet displayed a ¿fill tubing¿ alert after a supply change, and the user was walking with the infusion tubing disconnected from the body; a caregiver believed the user removed the site while attempting to troubleshoot, after which the agent guided a complete supply change and insulin delivery resumed. Symptoms included no physical complaints, with the user feeling well, despite hyperglycemia with a highest reported glucose of 262 mg/dl and elevated glucose for several hours. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included agent-guided troubleshooting and education through a full supply change to restore delivery. Investigation of this case revealed that hyperglycemia was associated with an unclear cause, with probable interruption of insulin delivery due to a disconnected or improperly reattached infusion site following the ¿fill tubing¿ alert. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.